Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that the consumer experienced irritation, corneal ulcer, redness and pain in the left eye. The consumer had issues with 4 to 5 lenses. The consumer required medical attention. The current status of the consumer's eye remains unknown at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).